Event description:
It was reported that the catheter was placed into the patient's left brachial vein in special procedures. Patient was then transferred to the medsurge unit. The clinician reported the hub of the PICC detached from the catheter. As a result, the catheter was removed and another PICC catheter was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). This report is associated to MDR#: 1036844-2014-00521. The customer indicated that event was similar to another previous, unreported occurrence. No sample will be returned for that event.